Manufacturer narrative:
G4: 01sep2020 b4: 02sep2020 h11: h6: patient code updated: the device was not in clinical use at the time of the event and there was no patient impact. H10: the customer evaluated the device with assistance from a philips remote service engineer (rse). The rse advised the customer to replace the data acquisition pcba. Good faith effort was made, and the customer confirmed on (B)(6) 2020 that replacement of the data acquisition printed circuit board assembly (pcba) and reseating some cables resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12aug2020.

Event description:
It was reported to philips by the customer (biomed) that the device displayed proximal pressure auto fail alarm. Multiple error codes (1113, 110f, 110e, 1110, 1106, 110b, 1007) were displayed in the significant event logs. The device was in use at the time of the event and there was no patient impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer to replace the data acquisition pcba.